Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Additional pt/event details have been requested. Should additional info become available, a follow-up report will be submitted.

Event description:
The complainant reports the pt had a diagnosis of necrotizing fasciitis in the perianal region. On (B)(6) 2015 a flexi-seal fms was inserted for diarrhea and 'thirty to forty-five milliliters' of fluid was infused into the retention balloon. The complainant further reports the fms was removed on (B)(6) 2015 and one-hundred twenty milliliters of fluid were found in the fms retention balloon and a rectal 'pr' exam was done after removal of the fms. Finally, the complainant reports between (B)(6) 2015 'the balloon port had been used for irrigation' during the time the pt was in the intensive care unit.